Event description:
A patient allegedly reported that pt almost went into a coma because the surestep meter pt was using has been giving erratic results. Pt has refused to provide any further information to lifescan. No further information is available.